Event description:
The ICD was explanted when communication could not be established

Manufacturer narrative:
H3. Eval. The communication difficulties were believed to be caused by the failed crystal. It has been noted that a low amplitude crystal signal can alter the microprocessor clock signal which is believed to cause erroneous data to be written in the micro ram. It has been seen in tests that by simulating a failed crystal device serial number changes and ram value changes may occur, as well as loss of telemetry. H.7. Reference recall no. Z-232-7.